Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to verify the history anomaly or perform the self test, off no power, occlusion and no delivery alarm tests due to the alarm. The pump gave an unexpected restart alarm after a battery change due to a faulty component on the interface board. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a broken belt clip slot and minor scratches on the display window.